Event description:
Reportedly, the instrument misfired, did not fire properly. Excessive bleeding occurred post op. Re-operation occurred the same day, 13 units of blood were needed. The staple line was fine, but bleeding still occurred.